Event description:
During a laparoscopic bilateral salpingooophorectomy procedure, the tip of the device broke off outside of the patient. There was no pt consequence. The procedure was completed with another like device.